Event description:
It was reported that either the co value or the pressure value was unstable during use. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.0 cc volume limited syringe was returned for evaluation. Catheter was connected to vigilance ii monitor and "check catheter and cable connection" error message was shown. The thermistor was found to have an intermittent condition when flexing the tip of the catheter. No visible damage to the catheter body, balloon or returned syringe was observed. The thermistor connector was opened and no visible inconsistencies were found. Continuity testing to the distal side of the thermistor circuit revealed an intermittent condition at the thermistor bead. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.0 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of co measurement issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.